Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: leak test failure due to pump case leak. The pump case was cracked near the top right corner of the display lens at the case seal. There was evidence of moisture found internally under the transceiver pcb/force sensor plate and on the main pcb. The battery compartment has a crack below the bumper at the case seal. The display screen is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.